Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the pediatric patient experienced inaccuracies, which were reported in (B)(4). When the patient went to the hospital for evaluation, the sensor was removed, and the hcp noted that the sensor wire was missing. A diagnostic image confirmed that the sensor wire was left under the skin, and the patient was diagnosed with an infection. The patient was prescribed unspecified oral antibiotics. At the time of the report the patient was stable. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.